Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported that an intraocular lens (iol) broke during an implantation procedure while attempting to inject the lens. The lens was replaced and the procedure was completed without patient harm. The sample was discarded.